Event description:
It was reported that the patient developed infection at the spinal cord stimulation (scs) lead site and had a wound washout. The patient underwent lead explant procedure and was doing well postoperatively. The explanted devices were kept by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6).